Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 10 sensors with unk serial numbers, all sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report submitted by an adc freestyle libre user which contained the following information: "I was prescribed a free style libre 14 day system in (B)(6) 2021. I used the first sensor on (B)(6). I had no problems with the 1st one. Since then, I have used 14 sensors. Only 4 have given me the 14 days of service. In other words of the 15 sensors I have applied only 33% have performed as advertised. This is a 67% failure rate. Today was the last straw- I applied a new one this morning- it never started working at all. So I have applied a new one today (B)(6) 2021 at 1:18 pm. It is currently working but I do not know for how long. It is the last one I had, I have contacted both abbott laboratories and my supplier. I do think that this is a manufacturing problem which needs to be investigated." However, there was no report of any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report submitted by an adc freestyle libre user which contained the following information: "I was prescribed a free style libre 14 day system in (B)(6) 2021. I used the first sensor on (B)(6). I had no problems with the 1st one. Since then, I have used 14 sensors. Only 4 have given me the 14 days of service. In other words of the 15 sensors I have applied only 33% have performed as advertised. This is a 67% failure rate. Today was the last straw- I applieda new one this morning- it never started working at all. So I have applied a new one today (B)(6) 2021 at 1:18 pm. It is currently working but I do not know for how long. It is the last one I had, I have contacted both abbott laboratories and my supplier. I do think that this is a manufacturing problem which needs to be investigated." However, there was no report of any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m000j7aye0 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report submitted by an adc freestyle libre user which contained the following information: "I was prescribed a free style libre 14 day system in (B)(6) 2021. I used the first sensor on (B)(6). I had no problems with the 1st one. Since then, I have used 14 sensors. Only 4 have given me the 14 days of service. In other words of the 15 sensors I have applied only 33% have performed as advertised. This is a 67% failure rate. Today was the last straw- I applieda new one this morning- it never started working at all. So I have applied a new one today (B)(6) 2021 at 1:18 pm. It is currently working but I do not know for how long. It is the last one I had, I have contacted both abbott laboratories and my supplier. I do think that this is a manufacturing problem which needs to be investigated." However, there was no report of any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report submitted by an adc freestyle libre user which contained the following information: "I was prescribed a free style libre 14 day system in (B)(6) 2021. I used the first sensor on (B)(6). I had no problems with the 1st one. Since then, I have used 14 sensors. Only 4 have given me the 14 days of service. In other words of the 15 sensors I have applied only 33% have performed as advertised. This is a 67% failure rate. Today was the last straw- I applieda new one this morning- it never started working at all. So I have applied a new one today (B)(6) 2021 at 1:18 pm. It is currently working but I do not know for how long. It is the last one I had, I have contacted both abbott laboratories and my supplier. I do think that this is a manufacturing problem which needs to be investigated." However, there was no report of any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report submitted by an adc freestyle libre user which contained the following information: "I was prescribed a free style libre 14 day system in (B)(6) 2021. I used the first sensor on (B)(6). I had no problems with the 1st one. Since then, I have used 14 sensors. Only 4 have given me the 14 days of service. In other words of the 15 sensors I have applied only 33% have performed as advertised. This is a 67% failure rate. Today was the last straw- I applieda new one this morning- it never started working at all. So I have applied a new one today (B)(6) 2021 at 1:18 pm. It is currently working but I do not know for how long. It is the last one I had, I have contacted both abbott laboratories and my supplier. I do think that this is a manufacturing problem which needs to be investigated." However, there was no report of any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.